Manufacturer narrative:
Available information indicates the device and leads remain implanted and in service. This report will be updated when additional information is received.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 125 ohms. The physician noted in the remote monitoring system that an alert was issued and the impedance measurement was 132 ohms. Technical services reviewed the available device data and noted the shock impedance values had been increasing over the past year and were between 110-160 ohms. It was also noted that the left ventricular (lv) lead stored high, out-of-range pacing impedance measurements of greater than 2,500 ohms. Technical services discussed troubleshooting to see of any noise could be created on the leads with patient movements and pocket manipulation. X-rays could be performed to visualize any lead anomalies. Also, the physician could deliver 1.1 joule and maximum energy shocks to test the integrity of the rv lead. It was also observed that the device was nearing elective replacement indicator (eri) battery status. No adverse patient effects were reported. A request was made for the field representative to provide the name of the physician for this case, as well as the model and serial numbers for the lv lead and what the physician plans to do to resolve these issues.

Manufacturer narrative:
Available information indicates the device and leads remain implanted and in service. This report will be updated when additional information is received. Additional information was added to the event description, and the initial reporter name was updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 125 ohms. The physician noted in the remote monitoring system that an alert was issued and the impedance measurement was 132 ohms. Technical services reviewed the available device data and noted the shock impedance values had been increasing over the past year and were between 110-160 ohms. It was also noted that the left ventricular (lv) lead stored high, out-of-range pacing impedance measurements of greater than 2,500 ohms. Technical services discussed troubleshooting to see of any noise could be created on the leads with patient movements and pocket manipulation. X-rays could be performed to visualize any lead anomalies. Also, the physician could deliver 1.1 joule and maximum energy shocks to test the integrity of the rv lead. It was also observed that the device was nearing elective replacement indicator (eri) battery status. No adverse patient effects were reported. It was later reported that the crt-d was explanted and replaced due to reaching elective replacement indicator (eri) battery status. This rv lead remains implanted and in service with the new device. The lv lead was surgically abandoned and an epicardial lead was implanted for lv pacing. The device was discarded at the hospital and will not be returned for analysis.